Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3 product analysis wr9220: patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was seeing scrolling battery lights on the recharger. Patient said they were not able to power on recharger. Originally patient said they first noticed this yesterday but later in the call said they noticed it late saturday/early sunday. Patient said they don't keep recharger in dock at all times when not in use. Patient also mentioned that the docking station light is solid green but sometimes it goes out because the cord is a little loose. Patient said that happened once over a year ago and they don't know if it has happened again but, on the call, the battery light was solid green. Patient also mentioned later in the call that one of the prongs on the recharger seemed worn. The following troubleshooting steps were performed: reset the recharger. The issue was not resolved through troubleshooting. An email was sent to the repair department. Agent reviewed to keep recharger in dock when not in use. Patient said they may call back tomorrow to obtain tracking information because they want to know what time fedex will deliver based on the tracking information on fedex site. Additional information was received from the patient. It was reported that the cause of the charging dock cord being loose and the light sometimes going out was unknown. When asked the most likely cause the patient answered cord possibly loose and not staying connected to the deck part. The steps that were taken to resolve the issue included calling patient services (ps) about what was going on with the charger not charging up but flashing even brighter. Tried a reset on charger, but it did not work. The issue was resolved through new recharger, dock, and cord.